Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The mother of the involved patient reported that the bedside philips mp2 monitor was not reliable and was considered to have an inadequate spo2 reading. Time of one hour and 10 minutes was spent on 4 different monitors. Oxygen saturation was not reading reliable on the bedside monitor. The patient died.

Manufacturer narrative:
The incident took place on (B)(6) 2017, while philips was informed on 16-may-2018, this delay impeded the investigation of this case as the information needed for investigation was no longer available. The mother of the patient reported that her (B)(6) son passed away due to being delayed going to intensive care unit (ICU) 1 hour and 10 minutes as medical staff were too focused on the monitors involved in her son's passing. The mother stated that her son had a history of "anaphylaxic" reactions and stated that her son went into cardiac arrest after being delayed the help he needed. Philips contacted the customer who stated that they do not need any assistance with any faults or investigations. The biomed stated they do not know for certain which kit was involved in this incident but per internal repair documentation, if it did involve the equipment they have checked around this time frame, it is likely to have been as a result of physical damage sustained by the equipment and not attributable to a technical failure. The customer was conducting their own investigation and did not request any follow up from philips nor could they provide more detailed information to this case. Per biomed, the equipment they have checked around this timeframe showed physical damage, worn cases, battery recalibrations or there was no trouble found with the devices. All of these were repaired and the issues resolved in the meantime. A malfunction of the device could not be confirmed due to the lack of available information. All issues addressed to the biomed during this time were resolved. The cause of the reported issue remains unknown. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is possible.